Event description:
It was reported that the pt had experienced increased symptoms since (B) (6). The pump had been accessed and was found to be 9 mls "short of drug." The pump was filled with sufentanil at that time. It was stated that the pt was "dvq". The pt had another pump refill that was filled with normal saline. The nurse that refilled the pt's pump at that time, stated that she "felt that the pump would accept more than 35mls." The assumption was that the drug was exiting via the septum. It appeared that the pump was delivering medication at an appropriate rate based on reservoir volumes. They could not determine where the medication was going for sure. The physician felt that it would be "unwise to fill the pump with drug under anything less than a medically supervised environment." They had considered observing a refill under fluoroscopy with contrast. They had also considered a pump replacement. It was reported that the pt had recovered without sequela. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).